Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, ventilator service required codes were observed in the downloaded event log. The sponge of the inlet air path assembly was observed to have peeled off. The device's inlet air path assembly needs to be replaced to address the issue.